Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional device product codes: jdp and hwc. Product code: 02.124.411s, lot number: l364386, manufacturing site: mezzovico, release to warehouse date: may 2, 2017, expiry date: april 1, 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6: patient code 3191 is used to capture additional medical/surgical intervention required and medical device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that the patient was revised on (B)(6) 2020 due to broken 4.5/5mm variable angel (va) locking compression (lcp) condylar plate. The broken plate was confirmed with an x-ray. The patient experienced pain due to this situation. The broken plate and screws were removed. No fragments were generated. This report involves one (1) 4.5mm va-lcp curved condylar . Plate/10hole/230mm/lt-ster.

Manufacturer narrative:
This report is for an unknown 4.5/5 mm lcp condylar plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient was revised on (B)(6) 2020 due to broken 4.5/5mm variable angel (va) locking compression (lcp) condylar plate. The patient did not experience any adverse consequences due to this situation. No further information provided. Concomitant device reported: screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) unknown 4.5/5mm variable angel (va) lcp condylar plate. This is report 1 of 1 for complaint (B)(4).